Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed. At an unknown time post procedure, the patient died. No further information was provided.

Manufacturer narrative:
B2: date of death - estimated as the year the comment was made as the date of death is unknown. B3: date of event - estimated as the year the comment was made as the event date is unknown.